Manufacturer narrative:
The insulin pump was unable to prime due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system after infusion set changed. Troubleshooting was done. Customer stated that insulin squirted out during manual prime. Customer stated that drive support cap was sticking out. Customer's blood glucose was 337 mg/dl. Customer took a shot of insulin to treat high blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.